Manufacturer narrative:
The smiths medical pump was returned for analysis in fair physical condition. The device was started in application and no problems were found with beeping. The downstream sensor was replaced as a preventative measure. The issue was not able to be duplicated, additionally, no faults were found with the system.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting a "double beep no cassette" error. There were no adverse events reported.